Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the outer jacket of the black power cable was confirmed via the submitted image. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, an image was submitted that showed exposed underlying wires on the black power cable due to damage to the outer jacket near the power cable connector strain relief. Additional information provided on 04oct2023 stated that according to the clinic there is no controller available for pickup. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a damaged outer layer and impacted fiber layer on the black power cable of their controller. The conductors were also visible but were not affected and no technical issues occurred. The patient was unable to provide a root cause for the issue. A decision was made to switch to the backup controller and provide a new controller to the patient.